Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon is stuck, cannot get it out [foreign body in reproductive tract], cannot reach the string- tampon [device breakage], cannot get it out... Can feel it in there but I cannot reach the string - tampon [complication of device removal]. Case description: consumer called stating the tampon was stuck and she could not get it out. She could feel it in there but could not reach the string. No serious injury was reported.